Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced difficult to remove and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients with no patient consequences. One patient is (B)(6) year old female' weight was not provided. Age, gender and weight of another patient were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced difficult to remove and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients with no patient consequences. One patient is 72 year old female, the other patient was reported as 58 years old. All other patient information was not provided.

Manufacturer narrative:
H10: the lot number for one malfunction was provided and a lot history review was performed. The devices for both malfunctions has not been returned for evaluation, however, medical records including images were provided for both malfunctions. Per review of medical records, one investigation confirmed for difficult to remove and patient device interaction problem. The other investigation is confirmed for difficult to remove but inconclusive for perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.